Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/12/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/02/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, moisture was observed behind the display lens. During testing, the pump was powered on and the display screen was confirmed to be blank. The pump case was removed, and moisture was found throughout the pump interior.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter stated that the pump display screen was blank and moisture was visible behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.